Event description:
Customer reported the alarm has power but does not sound when weight is removed from the sensor. They have replaced the batteries with new supply and no visible damage reported. The customer did not provide the date when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned product confirmed the reported issue, the unit powers up but there is no alarm or any sound at all. The dust covers inside the battery compartment are cracked and there is excess adhesive coming from the cracks. Note: the instructions for use has a warning statement: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).